Event description:
Boston scientific received information that this latitude communicator was emitting a high pitched sound and had no power. Additionally, the power cord was found to have exposed wires and hot to the touch. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned latitude communicator and power brick was performed. Visual inspection found exposed internal wires causing the power cord to short circuit. The exposed wires were then separated and the power brick was successfully plugged into an alternating current power source for 20 minutes. Testing did not find the power brick hot to the touch and there was no audible ringing sound made by the brick while plugged into the power source. The communicator successfully ran all baseline checks.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.